Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary . Investigation flow: power tools/calibration. Visual inspection: the torque limiting handle 80 in-lb was returned and received at us cq. Upon visual inspection, no defects were identified with the returned device. Functional test: the functional test was performed by npd lab on (B)(6) 2020. The highest torque of the device measured during calibration testing was 90.61 in-lb which was not within the specified torque range of the device of 80 in-lbs +/-10% (72 in-lb to 88 in-lb). Hence, the torque test failed high. Document/specification review: based on the date of manufacture drawings, the current and manufactured revision of drawings were reviewed. Complaint confirmed? Yes, the device failed torque tests during the functional test. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the torque limiting handle 80 in-lb (p/n: 299704320, lot # gb110245). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot . A review of the receiving inspection (ri) for verse 3in1 driver, torque wr was conducted identifying that lot number gb110245 was released in a single batch. ¿ batch1: lot qty of 109 units were released on apr 20, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E1: reporter is a synthes employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the incoming inspection of a loaner kit, it was discovered that the expedium spine system torque limiting handle torque was out of tolerance. No further information available. This report is for one (1) expedium spine system torque limiting handle 80in-lb. This is report 1 of 1 for (B)(4).